Manufacturer narrative:
The initial MDR 1226181-2015-00545 was filed on september 25, 2015.additional information (09/02/2015): a siemens technical applications specialist went to the customer site and confirmed the calcium assay performance. The instrument is performing according to specifications.no further evaluation of the device is required.

Manufacturer narrative:
(B)(4). The siemens technical applications specialist was at the customer site on (B)(6) 2015 and not (B)(6) 2015 as indicated in 1226181-2015-00545_s1.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc evaluated quality control data, which resulted within range before and after the discordant results were obtained. The cause of the discordant, falsely low calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.